Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Inserter rn placed the device, without difficulty free hand. Clearly saw the catheter in the vein on ultrasound. Advanced the wire till the click was heard. Advanced all but bout the last approx 2 cm of the catheter as the nurse said she felt resistance or what she thought was resistance. Excellent flood return. When we pulled the right hand back and held handles still, it came back, with normal effort. We took off the silicone plug, no blood return. We attached a syringe and pulled back on the plunger and started to remove the catheter slowly, hoping to get blood return. Blood with about 5 cm external--lots of blood return. This line was being used to access for a PICC. Nurse placed wire in catheter, felt resistance, writer felt what she felt as writer was sterile as well. Asked her to remove the catheter. She did. Catheter came out without any resistance. When catheter removed, saw the wire sticking out the skin, rn pulled out the wire. We checked the glide--missing its wire. Writer measured the wire removed and the length on a non used glide (to assure no wire in patient) and they were the same, considering a mm of two inside the device.